Event description:
As reported by clinical safety, via our german affiliates, during post dilation of a 26 mm edwards sapien 3 ultra resilia valve in the aortic position by transfemoral approach, a rupture of the delivery device balloon was reported, with need for surgical removal of a balloon fragment from the groin. The patient was discharged 6 days after the event. In the periprocedural/in-hospital endpoints, valve academic research consortium (varc-3) bleeding type 3 with transfusions (9 units reported) and vascular/access-related complications (minor) were reported and linked to this adverse event.

Manufacturer narrative:
E1 establishment name: (B)(6). H6 device code: separation problem. The investigation is ongoing.